Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer stated that they were unable to describe the possible damage to the drive support cap and insulin pump had not been exposed to high magnetic field. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.